Event description:
During a ptca treatment procedure involving a 99% stenotic lesion in the middle portion of the right coronary artery, the maverick monorail balloon lost pressure at 9 atm's on the initial inflation. The pt was asymptomatic during this event. The maverick monorail balloon was removed without difficulty and replaced with an identical device. The sizes and types of introducer sheath, guidewire, guide catheter and inflation device used are unknown. The maverick monorail balloon was discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as 'good'.